Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the pt's pump was exchanged due to suspected pump thrombus. The MFR also rec'd the user facility report ((B)(4)) from the (B)(6) registry. The report indicated that the pt complained of darker colored urine. The pt was admitted into the hospital and hemolysis was found. The pt remains ongoing with the new lvad.